Manufacturer narrative:
Literature citation: kulmyrzaeva, nazgul et. Al. "Gene polymorphism of cyp2c19*2, *3 and cyp3a4*1b and early stent thrombosis: case reports and literature review", personalized medicine (2016) 13(5); 423-428. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via literature that stent thrombosis and death occurred. The male patient was hospitalized and diagnosed with acute coronary syndrome without st elevation. On admission the patient complained of severe chest pain radiating to the neck and 'throat tightness'. A non-bsc stent was implanted in the proximal third of the left anterior descending artery (lad.). Three days later the patient experienced chest pain . Angiography was performed and stent thrombosis was confirmed. After thrombus aspiration a promus element plus stent was implanted in the medial third of the lad. The patient's medication treatment was switched from clopidogrel to ticagrelor. On the fourth day after re-stenting of the lad, the patient experienced progressive chest pain. ECG showed sinus rhythm , st depression in vf, iii leads, t-wave depression in v2-v6 leads. Coronary angiography was repeated: there was no blood flow in the lad coronary artery and stent thrombosis of 85% was confirmed. Attempt of recanalization was carried out. During repeated coronary angiography ventricular fibrillation occurred with transition to asystole. Resuscitation was not successful, the patient died.